Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush broke off...tip was in mouth - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head of their oral-b toothbrush broke off while she was brushing. The tip was in her mouth. No injury was reported.